Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient experienced some numbness and tingling in his fingertips. The patient will undergo a procedure wherein a lead will be explanted.

Manufacturer narrative:
Additional information was received that the patient was found to have a severe bilateral carpal tunnel, and it was undetermined if the numbness and tingling were device or procedure related. The patient underwent a procedure wherein the only device being explanted was the cervical paddle lead. No device malfunction was suspected. The patient was doing well postoperatively. The explanted lead was not returned to bsn.

Event description:
A report was received that the patient experienced some numbness and tingling in his fingertips. The patient will undergo a procedure wherein a lead will be explanted.